Manufacturer narrative:
(B)(4). Concomitant devices ¿ vanguard e1 polyethylene cruciate retaining tibial bearing 63/67x10 catalog #: ep-183420 lot #: ni, biomet cc interlok primary tibial tray 67mm catalog #: 141212 lot #: ni, biomet I-beam primary stem 40mm catalog #: 141310 lot #: ni, biomet series a standard 3-peg patella 28mm catalog #: 184762 lot #: ni. It is indicated by the complainant that the devices will not be returned to zimmer biomet for investigation, as the devices remain implanted. The complaint sample was not evaluated and the reported event was not confirmed. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06253, 0001825034-2018-06254, 0001825034-2018-06255, 0001825034-2018-06256. Device remains implanted.

Event description:
It is reported that the patient developed knee stiffness after a fall approximately one (1) month following knee arthroplasty. No additional patient consequences were reported.